Manufacturer narrative:
The customer reported that a pt experienced a bradycardia event, that the staff was not immediately aware of, with a heart rate of 36 when staff heard a ventilator alarm and then discovered the pt. We will consider that the staff not being aware of a bradycardia condition was a factor in this incident which we will consider to represent a serious injury as emergency measures where taken to prevent injury to the baby. Phillips is in the process of obtaining additional info regarding this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that an infant experienced a bradycardia event that the staff was not immediately aware of.